Event description:
Country of complaint: (B)(6). Particles of the packaging on the surface of the device. Unfortunately the sample is not available for the investigation.

Manufacturer narrative:
Evaluation: it is to be assumed that parts of the pe packaging have been abraded on the surface (most liley on the plasmapore surface). This might happen, when unpacking the goods not carefully. No other complaints regarding this batch.